Event description:
It was reported that during the night, the pump shut off unexpectedly and became unresponsive. The customer awoke with an elevated blood glucose level of 453 mg/dl and ketones. The customer saw an endocrinologist for a previously scheduled appointment and was treated for the high blood glucose levels. Blood glucose level was reported to be coming down at 324 mg/dl and ketones have resolved. It was confirmed that the customer had alternate insulin therapy available.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.